Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 4 days following the implant of the valve, a permanent pacemaker was implanted.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, complete heart block (chb) occurred as the valve was deployed to the point of no recapture. The occurrence of chb was attributed to the valve compressing the membranous septum. The membranous septum was measured at 4.1 millimeters (mm) from the non-coronary cusp (ncc) via computed tomography (CT). The valve was positioned in that it was 3 mm from the ncc. Due to the positioning of both the valve and membranous septum in relation to the ncc, it was believed that the patient's chb would be a temporary condition. Therefore, the patient was monitored with temporary pacing. Additional information was received that the chb resolved spontaneously.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evolutfx-2329}; product serial/lot number: {unknown}; product type: {0195 - heart valves}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, complete heart block (chb) occurred as the valve was deployed to the point of no recapture. The occurrence of chb was attributed to the valve compressing the membranous septum. The membranous septum was measured at 4.1 millimeters (mm) from the non-coronary cusp (ncc) via computed tomography (CT). The valve was positioned in that it was 3 mm from the ncc. Due to the positioning of both the valve and membranous septum in relation to the ncc, it was believed that the patient's chb would be a temporary condition. Therefore, the patient was monitored with temporary pacing.